Manufacturer narrative:
The catalog number is unknown, if received it will be provided. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. A computed tomography (CT) scan noted that the filter is improperly positioned with tilted cranial aspects penetrating the inferior vena cava wall. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: a CT scan noted that the patient's filter is improperly positioned with tilted cranial aspects penetrating the inferior vena cava wall. The patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment due to long term implant of the ivc filter. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. A computed tomography (CT) scan noted that the filter is improperly positioned with tilted cranial aspects penetrating the inferior vena cava (ivc) wall. In addition to these events the patient has also reported experiencing mental anguish, constant worry of failure and anxiety related to the filter. According to the medical records, about two months prior to the filter implant, the patient underwent a left hemicolectomy due to severe diverticulitis. The filter was indicated for pulmonary embolism. The filter was placed via the right femoral vein and deployed in an infrarenal location. The patient tolerated the procedure well; there were no complications. Approximately fourteen months post implant, the patient underwent an abdominal CT scan indicated for an unspecified injury of the inferior vena cava. The reported indicated that an ivc filter was improperly positioned at the caudal most aspect of the ivc with apparent extension of the inferior aspect into the origin of the right common iliac vein and severe tilt with the cranial aspect penetrating the anterior wall of the ivc. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified, nor a cause determined. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: computerized tomography (CT) scan noted that the patient's filter is improperly positioned with tilted cranial aspects penetrating the inferior vena cava wall. The patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment due to long term implant of the inferior vena cava (ivc) filter. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body. Per the medical records, about two months prior to the filter implant, the patient underwent a left hemicolectomy due to severe diverticulitis. The filter was indicated for pulmonary embolism. Per the implant records, the patient was prepped and draped in the usual manner and a right femoral vein (rfv) approach was made. An inferior vena cava venogram was completed followed by insertion and placement of the ivc filter in an infrarenal location. The patient tolerated the procedure well; there were no complications. Approximately fourteen months after the filter was implanted, the patient underwent an abdominal CT scan indicated for an unspecified injury of the inferior vena cava. The inferior vena cava demonstrated a trapease ivc filter improperly positioned at the caudal most aspect of the ivc with apparent extension of the inferior aspect into the origin of the right common iliac vein and severe tilt with the cranial aspect penetrating the anterior wall of the ivc. Incidental findings reported included degenerative changes of the lumbar spine and multiple renal cortical cysts on the left kidney. The report noted that although this is a permanent type of filter, advanced interventional radiology techniques could be used for retrieval, if indicated. According to the information received in the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, filter tilting and improperly positioned. The patient further experienced mental anguish, constant worry of failure and anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. A computed tomography (CT) scan noted that the filter is improperly positioned with tilted cranial aspects penetrating the inferior vena cava (ivc) wall. The patient also reported anxiety related to the filter. According to the medical records, about two months prior to the filter implant, the patient underwent a left hemicolectomy due to severe diverticulitis. The filter was indicated for pulmonary embolism. The filter was placed via the right femoral vein and deployed in an infrarenal location. The patient tolerated the procedure well; there were no complications. Approximately fourteen months post implant, the patient underwent an abdominal CT scan indicated for an unspecified injury of the inferior vena cava. The reported indicated that an ivc filter was improperly positioned at the caudal most aspect of the ivc with apparent extension of the inferior aspect into the origin of the right common iliac vein and severe tilt with the cranial aspect penetrating the anterior wall of the ivc. The patient has subsequently reported becoming aware of filter embedded in wall of the ivc and elsewhere, approximately eight years and nine months post implant. The product remains implanted and not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Trapease ivc filters are indicated for permanent placement. Ivc filter tilt has been associated with operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified, nor a cause determined. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, filter embedded in wall of the ivc and filter embedded elsewhere. The patient became aware of the reported events approximately eight years and nine months after the index procedure.